Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately administered with anti-tachycardia pacing (atp) by the implantable cardioverter defibrillator (ICD) which caused the patient¿s supra ventricular tachycardia (svt) arrhythmia to accelerate into a ventricular tach ycardia (vt). The patient was running at the time of the incident. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.